Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The mixer board and alternate oxygen switch were replaced, resolving the reported complaint.

Event description:
The hospital reported the unit remained in alternate oxygen mode. There was no report of patient involvement.